Manufacturer narrative:
Alleged failure: this event was described by both the scrub tech and surgeon that were involved in this surgery. The cannula was inserted into the patient¿s shoulder. It was met with an unusual amount of resistance. The camera/scope were then inserted into the cannula, again with unusual resistance. With force, the scope pushed through the cannula into the patient¿s shoulder and with it, came a few unknown small fragments. It is not clear if the fragments were pieces of tissue from the patient or if they are broken elements of the cannula. You can see the three pieces that were of what looks like plastic in the picture below. Each piece is less than half an inch in length. The provider and the account are concerned of possible additional pieces remaining in the patient or possible contamination in the procedure. The unknown pieces were removed from the surgical site and the surgery continued to its conclusion. It is important to note that this is the first time this cannula was ever used. It was sterilized according to the guidelines in the IFU. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be the scope used along with the cannula at the time of the event which may have suffered a break at the distal tip upon insertion into the cannula during the time of the procedure and/or inadequate sterilization causing remnants of sterilization equipment left inside the cannula. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke during the procedure. The broken pieces were successfully removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. The broken pieces were successfully removed.